Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation. The incidents in this report are associated with the devices reported in MFR report #s 1526439-2014-10209, 1526439-2014-10210, 1526439-2014-10211, and 1526439-2014-10213.

Manufacturer narrative:
Visual inspection identified that approximately 0.5mm of the hexlobes on the driver¿s distal tip has become stripped/rounded over. A review of the device history record for the mmsi final tightener ¿ x25 torque driver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the mmsi final tightener ¿ x25 torque driver was conducted on the specific product code from this complaint as the product family does not exist for this instrument. No reports have been received in which the issue has been reported to result in patient harm or inability to complete the procedure. In this complaint there was no harm to the patient nor could harm be expected if the fault were to recur. Review of complaints found no significant trends. It should also be noted that a meeting was held on (B)(6) 2013 consisting a cross-functional team from complaints, quality and r&d. It was determined that a dr (data review) would be opened to track the investigation for issues of this nature. The root cause of the mmsi final tightener ¿ x25 torque driver stripping is currently under investigation. Investigation activities will be documented in data review ((B)(4)). No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
It was reported that two set screws were firmly stuck into place in the screws and could not be torqued during a removal surgery. After attempting to turn the screws several time, the threads of both the screws and set screws were stripped. The physician cut the rod and removed the screws along with the rod which resulted in a 90 minutes extension to the time of the revision surgery. No adverse consequences to the patient were reported.